Event description:
N/a.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open - efaa) could not be replicated in a testing environment. Additionally, the actuator mandrel was observed to be protruding, and the crimping collet was observed to be broken and corroded. The clip harness was observed to be deformed. Lastly, it was discovered that the lock line was loaded on the wrong side of the l-lock through the harness (device misassembled during manufacturing). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause of the reported unintended movement (clip open - efaa) could not be determined. The observed loose release crimper and protruded actuator mandrel were due to the broken collet. The broken collet was due to the corrosion. The collet corrosion appears to be related to environmental factors post procedure (i.e., salinity and moisture remained in the system). A cause of the harness deformation could not be determined. The investigation identified the observed device misassembled during manufacturing (lock line incorrectly loaded) as a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
This is filed to report unintended movement. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with grade 4, annulus calcification, and calcification sub-valvular apparatus. A mitraclip xtw was advanced into the left atrium, but while positioning the clip above the valve, the patient's blood pressure decreased. The physician stated the mitraclip did not cause or contribute to the drop in blood pressure. Medication was administered and the patient's blood pressure returned to normal. The clip was placed on the valve, but while establishing final arm angle (efaa), the clip continuously opened from 15-20 degrees to 40 degrees. Troubleshooting was performed but was not successful. Therefore, the clip was removed and replaced. One clip was successfully implanted, reducing mr to a grade of 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.